Event description:
The pt reported that approx 2-3 months ago they started to recharge their ipg more often, from once every 3 weeks to every 1.5 weeks. Additionally, the pt stated the time to fully recharge the ipg took longer. On (B) (6) 2009, the pt reported they felt stimulation but the charging system would not establish communication with the ipg. Multiple pt programmers and charging systems were tried. Ipg still did not communicate. An x-ray of the device showed the placement of the ipg had not flipped and the ipg depth was acceptable. A decision was mde by the physician to replace the ipg.

Manufacturer narrative:
Eval: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported event could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.